Manufacturer narrative:
Date sent: 09/05/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were scissored. Finished the procedure with the second device with no pt consequences.